Manufacturer narrative:
Lot #: the customer reported suspect lot r19j08036 was likely involved. (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) clearlink system solution sets was leaking from the bottom white portion of the set. This was identified during chemotherapy infusion. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the provided photograph did not identify any abnormalities that could have contributed to the reported condition. Due to the nature of the returned sample, no additional testing could be performed. Therefore, the reported condition could not be verified or refuted. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.